Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt reports the device does nothing for her anymore. Pt did not know when this all began but states the unit has been off for a month and yesterday charged. Pt wondered about how often she needs to charge. Pt states after ins they realized she had arthritis in her spine so doesn't help. Pt states she didn't know at the time she had arthritis in her spine. Pt states during trial she fell asleep on couch and fell however the leads were ok when they checked so went ahead and did the surgery. Pt states she doesn't have a healthcare professional (hcp). No symptoms were reported. Additional information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt does not believe the implantable neurostimulator contributed to the exacerbation of the arthritis. Additional information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt also mentioned speaking with several reps who tried different programming without success. Pt mentioned that a rep told them to charge the ins like once a month so that's what they've been doing, however it takes a long time to recharge the ins since the ins battery would be down to 0%; patient services specialist (pss) recommended that the pt monitor the ins battery level and keep the ins battery above 50%. Pt says they want the system removed but is concerned with the risks associated with lead removal (pt said a pa advised not removing the leads because it could cause a big infection) and abandoned leads due to the interference with MRI compatibility. The patient was redirected to their healthcare provider to further address the issue. Patient was seeking information regarding whether they could undergo a MRI if their implanted device was removed and leads were left in the body. Pss reviewed information concerning abandoned leads and also redirected pt to discuss questions / concerns with their hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Pt called back from number registered re-reporting information previously documented in this case. Pt stated her back hurts from just walking into another room and has to sit down. Pt stated that they have had their therapy reprogrammed many times. Pt mentioned having arthritis in lower back. Pss redirected pt to their hcp. Pt stated they are expecting the hcp to call on thursday or friday and mdt rep on monday or tuesday.